Event description:
It was reported that a pump was experiencing "downstream occlusion!" Alarms.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. If the device is returned in the future, an evaluation will be completed and a supplemental report will be submitted.